Manufacturer narrative:
Without returned product, the manufacturer could not conduct product investigation, therefore it is not possible to confirm the reported defect "infection, fever". Documentary review showed no deviation. The related risk is identified in our risk management file. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On (B)(6) 2013, the ' xcela power injectable port product: upn: h965451030; catalog/reference#: 965451030; lot#: 121582000, was placed on or around on (B)(6) 2023, the patient went to emergency department at (B)(6), on or about on (B)(6) 2023, the patient's blood cultures were positive for mssa on or around on (B)(6) 2023, the patient's port-a-cath at issue, i.e., her xcela port, was removed at (B)(6).